Event description:
Patient was getting up from a sitting position and subluxed her knee. A thicker insert was implanted.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation could not verify or draw any conclusions about the reported event; however, provided information suggests the size insert implanted at primary surgery did not achieve the desired joint stability. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.